Event description:
A report was received that the patient underwent a pocket revision due to a healing impairment at the pocket site which was not device nor procedure related. During the procedure, the physician just checked and opened the incision wound and sutured it back. The patient was doing well following the procedure.